Manufacturer narrative:
Device evaluation follow-up #1 (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing was unable to duplicate the complaint. The existing black box and alarm history shows no errors or alarms associated with the complaint. Daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. The black box and history for the complaint on (B)(6) 2012 have been overwritten and are no longer available for review. The black box begins contains dates from(B)(6) 2013. The pump was found to be delivering within the required specification at the conclusion of the 29 hour flow accuracy test. Unrelated to the complaint, a crack at the threads of the battery compartment was observed. There is visible corrosion in the battery compartment; battery compartment leak. A pinkish contrast was observed on the display screen. Removed the pump cover and replaced pink display with test display. The test display has normal contrast with no visible signs of discoloration. No internal moisture observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2012 to report a low blood glucose (bg) excursion. The patient reported that on (B)(6) 2012 at 9:28pm, her bg was 152 mg/dl. The patient stated, she bolused 0.5 units using ezbg feature in pump. At 10:52pm that same evening, the patient reported her bg was 72 mg/dl. The patient claimed, she ate some fruit before going to bed. At approximately midnight, the patient reported, she woke up feeling very shaky and weak. The patient reported testing and obtained a low bg of 55 mg/dl at 12:39am. The patient stated, she ate fruit and took glucotamine in response to the low bg. At the time of the call, the patient mentioned her bg was at 102 mg/dl. At the time of troubleshooting, the patient confirmed all pump settings including the date and time were correct. Customer support noted that total daily delivery (tdd) of bolus and basal history matched up. Review of pump history revealed last site/cart change was on the morning of (B)(6) 2012. The patient denied any site issues. Customer support informed the patient there was nothing found in the course of troubleshooting to indicate a mechanical malfunction with the pump. Although troubleshooting did not reveal a device malfunction, this complaint is being reported because, the patient developed signs and symptoms suggestive of severe hypoglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.